Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found an axiem emitter failure, as the emitter was dropped. Product event summary #s7 axiem emitter damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that a staff member accidentally knocked the axiem emitter off its holder causing it to hit the ground. An accuracy test was performed and accuracy was off. The site stated they felt the equipment had been compromised and stated they would be ordering a new replacement. No patient present.